Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: during investigation, the pump is not working properly. Aging of product component pumphead. Defective coupling part of the pump head is the root cause of the reported complaint.

Event description:
The account said that the tumescent pump motor runs, but the device does not spin the wheels in order to move the tumescent fluid.

Manufacturer narrative:
In process of being evaluated.